Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2014). The patient¿s meter has been returned on 11/20/2014 and evaluated by lifescan product analysis on 12/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results on the subject meter compared to a calibrated laboratory device. No results were provided by the reporter. This complaint is being reported because the unspecified results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.